Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit, the electrical circuit board of the video connector or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the image of the subject device was not displayed temporarily due to noise. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.